Manufacturer narrative:
Eval summary: the product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account for further investigation. No reporter contact info was provided since the event was received through social media; therefore, no follow up could be conducted. (B)(4).

Event description:
A consumer reported through social media that three months following a multifocal intraocular lens (iol) implant procedure she is wearing glasses again. She experienced a month of acute eye pain which was treated with medication. Add'l procedures have been recommended by doctors to correct astigmatism, or to exchange the lens. No reporter contact info was provided since the event was received through social media; therefore, no follow up could be conducted.